Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to a cold and fever. On an unreported date, the patient was hospitalized for the event. On an unreported date, during hospitalization, the patient began treatment with cephalosporin (dose, frequency, duration and route not reported) for peritoneal infection. The patient was recovered from this peritonitis event. On an unreported date, dianeal therapy was discontinued. No additional information is available as the reporter declined to provide further information.